Manufacturer narrative:
It was reported on (B)(6) that fluid leakage was observed from an IV administration set. There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
It was reported on (B)(6) that fluid leakage was observed from IV administration set.

Manufacturer narrative:
Updated device evaluated by manufacturer? (Section h3): "yes". Updated event problem codes (section h6) : type of investigation (b), investigation findings (c) and investigation conclusion (d).